Event description:
It was reported that (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that during a laparoscopic cholecystectomy the cystic duct and cystic artery were mobilized 5mm (al326). The applier was placed across the cystic artery, closed and fired, but failed to release and would not open. As a result the cystic artery was nearly evulsed from the right hepatic artery. The surgeon proceeded to clip the artery proximal and distal to the al326 and cut the instrument out. It is unknown how the case was completed. There was no consequence to pt.